Manufacturer narrative:
The field service engineer (fse) inspected the module and found the ultrasonic mixer (usm) to be broken. He then replaced this part. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received a questionable tpuc3 total protein urine/csf gen.3 (tpuc3) result for one urine patient sample tested on the cobas 8000 c702 module. On (B)(6) 2022, the initial result in normal sample concentration was 0.03 g/l with a data flag (<40 g/l in the cobas it middleware). The first repeat result on auto rerun and in increased sample concentration was 0.41 g/l. This result was reported outside of the laboratory. The result did not fit with the results from another department which prompted the rerun of the patient sample. On (B)(6) 2022, the second repeat result in normal sample concentration was 0.04 g/l. The third repeat result in increased sample concentration was 0.04 g/l. It was confirmed that the repeat results were the correct results. The reagent lot number was 593201. The expiration date was requested but not provided.